Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action(s) is/are required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Medical therapy: e1 44-36 std hmrl brng; cat#: ep-115393 lot#: 980190. Small dia cement plug 10mm, cat#: 414994 lot#: 880730. Ringloc+ replacement ring sz21, cat#: 106021 lot#: 672490. Comp rvs cntrl 6.5x30mm st/rst, cat#: 115396 lot#: 576900. Comp lk scr 3.5hex 4.75x20 st, cat#: 180551 lot#: 045990. Comp rvs cntrl 6.5x25mm st/rst, cat#: 115395 lot#: 485080. Comp nlk scr 3.5hex 4.75x30 st, cat#: 180560 lot#: 165840. Comp rvrs 25mm bsplt ha+adptr, cat#: 010000589 lot#: 600350. Comp lk scr 3.5hex 4.75x15 st, cat#: 180550 lot#: 094560. Comp rvrs shldr glnsp std 36mm, cat#: 115310 lot#: 602490. Compr 6mm hum fract stem pps, cat#: 12-113556 lot#: 588580. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a shoulder arthroplasty, the locking ring became bent upon insertion into the humeral tray. It was replaced with a locking ring from another set. No adverse events have been reported as a result of the malfunction.